Manufacturer narrative:
The product has not been returned. No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) died three weeks post-implant. The cause of death was not stated. The patient was noted as having been in hospice care prior to the death. A recent communication from the patient's daughter-in-law alleged the device caused the patient's death.